Event description:
Philips received a complaint on the patient information center ix indicating that the monitor is unable to analyze the patient's ECG rhythms correctly. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, and confirmed there was no issue with the device. The rse instructed the user to enter the patient's ECG analysis menu, change analysis mode to 'single lead" and then cycle through each lead to ensure the monitor's algorithm is labeling (beat label) and classifying the ECG rhythms correctly! The results of these changes resolved the issue. The rse informed the user if the problem continues to then modify the ECG lead placement. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.